Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the patient still had the device implanted and had not scheduled an explant yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that if the patient were to stand still for too long, their legs would go numb. The patient stated that the device was a pain in the ¿you know what¿ literally. The patient stated they wanted the device explanted. No further complications were reported. Follow-up was conducted. Additional information was received from a consumer regarding the patient. It was reported that the patient was having more trouble and uncontrollable pain since having the device implanted. The patient reported that their leg pain almost caused them to fall recently. The patient stated they were suffering. No further complications were reported. Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. The hcp stated that there was no device issue. The patient lost their controller soon after being implanted. Initially they refused to order a new one and refused to meet with a manufacture representative (rep) for reprogramming. The cause of the device being a pain and the numbness was unknown. The patient refused all reprogramming efforts and decided within a few weeks of being implanted that they wanted the device explanted. Telephone calls began on (B)(6) 2018. Continual attempts to have a rep meet with the patient were made but the patient refused. The patient had an appointment with the hcp on (B)(6) 2018. No further complications were reported/are anticipated.